Event description:
Presentation to the emergency dept. Pt states when the pump gets down to the end, it does not work very well. States that they are due to have the pump refilled in the morning. 3 days later presented with acute withdrawal symptoms over the last few days and complete evaluation demonstrated a rotor stall in the drug administration pump. Admission to replace the pump. Intra-operative the pump was easily removed from the pocket. The old pump was disconnected from the extension catheter. Tuberculin syringe was attached to the extension catheter and to demonstrate that there was patency and there was flow of spinal fluid through the extension system. The new pump was placed.